Event description:
In a lateral l4/l5 case, the surgeon broke an apod-l cage (55mm long x 18mm wide x 12mm height lordotic apod-l ibd spacer) during insertion into the disc space. The cage was removed and replaced with a new implant of the same size. The surgeon had no further complications during the case. The delay in surgery was about 8 minutes. Additional anesthesia was administered due to the incident. There was no patient complications due to the breakage. Surgery was completed. The surgeon believed that the angle that was needed to reach the l4/l5 disc space most likely played a role in the breakage.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.